Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0218583, medical device expiration date: 2025-07-31, device manufacture date: 2020-08-05. Medical device lot #: 0244529, medical device expiration date: 2025-08-31, device manufacture date: 2020-08-31. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer¿ eclipse" blood collection needle the safety shield comes off during activation. This occurred on 4 occurrences with lot# 0218583 and twice with lot# 0244529. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the safety shield comes off upon activation.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield comes off during activation. This occurred on 4 occurrences with lot# 0218583 and twice with lot# 0244529. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the safety shield comes off upon activation.

Manufacturer narrative:
H.6. Investigation: bd received 2 shelf packs of bd eclipse needles from lot 0218583 from the customer for investigation. 23 samples from lot 0218583 were evaluated by functional testing( shield activation) and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a CAPA#1465371. H3 other text : see h.10.